Manufacturer narrative:
The complaint was reported because it did not pass the leak test. The product was returned to the olympus service team. The most probable cause of the complaint is d02 - cause traced to component failure - expected or random component failure without any design or manufacturing issue. Due to c0703 - leakage/seal - problems caused by inadequate/broken seal within the device. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had white detergent solution in air/water cylinder and channel. There was no patient involvement.